Event description:
The manufacturer received information alleging a ventilator was alarming for a check circuit alarm. There was no report of patient harm or injury. During the evaluation of the device, the customer's complaint was confirmed. The active exhalation control module was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was allegedly alarming for a check circuit alarm. There was no report of patient harm or injury. The manufacturer confirmed the customer's complaint and the active exhalation control module was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, an issue with the lcd screen was observed. The lcd screen was replaced to address the issue.